Event description:
During insertion for venous access port, a wire was advanced upward toward the vein. Upon withdraw, the wire shreaded off & was left in the vein. There did not appear to be any occlusion of the vein.